Event description:
It was reported via clinic notes received that the patient had experienced 19 seizure events this year, which was an increase from the 6 events last year. It was stated that the events ranged from 1.5 to 10 minutes. The notes indicated that the battery indicator stated that it was at approximately 18-25%. The patient was referred for vns generator replacement surgery. No relevant surgery is known to have occurred to date. No additional relevant information has been received to date.

Event description:
It was later reported that the explanted generator had not been discarded and was available for product return. The explanted generator was received by the manufacturer and is pending product analysis.

Event description:
Generator product analysis was completed. The allegations of increased seizures and change in seizure pattern could not be evaluated in the product analysis, or pa, lab. However, proper functionality of the vns was successfully verified in the pa lab. The generator was placed in a simulated body temperature environment and monitored for more than 24 hours. No sign of variation in the generator's output signal was observed and the generator demonstrated the expected level of output current. Magnet activations during monitoring demonstrated the appropriate magnet output. The battery measured 2.664 v at the completion of the fet. Diagnostics were as expected. The generator performed according to functional specifications. There were no performance or other adverse conditions found with the generator.

Event description:
The patient underwent vns generator replacement surgery. During attempts at product return, it was revealed that the explanted product had been discarded.